Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of unexpected restart and external ram crc error from the insulin pump. The customer's blood glucose reading was unknown. The customer mentioned that the alarms happened during normal use. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display and a constant tone due a faulty component on the mother board. After replacing the faulty component, the pump was monitored and no external ram crc error alarms or unexpected restart alarms were noted. The pump was received with a cracked lcd window.